Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasped and locked onto tissue, but failed to release from the catheter to deploy. Additionally, the clip was aggressively tried to open and close and twisted the handle. To no avail, the clip was pulled off, and the procedure was completed with a different device. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the clip assembly was returned but was stuck into the bushing. The yoke was detached from the control wire. The catheter was unraveled close to the bushing and the clip arms were opened. Microscope examination was performed, and there were hits in the bushing hooks and in one of the bushing tabs. The clip arms were bent. There was no evidence of activation as the clip wings were inside of the capsule windows. Dimensional examination was performed on the bushing outside diameter, and it was found within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. Further analysis was performed and it was observed that the bushing tabs had different measurement. No other issues with the device were noted. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasped and locked onto tissue, but failed to release from the catheter to deploy. Additionally, the clip was aggressively tried to open and close and twisted the handle. To no avail, the clip was pulled off, and the procedure was completed with a different device. There were no patient complications have been reported due to this event.